Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 350cc breast implant was found to be ruptured and received in three parts. A microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation primary with saline mentor siltex round moderate profile 350cc breast implants and experienced bilateral deflation post-operatively, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with mentor saline breast implants (serial numbers (B)(4)) on (B)(6) 2021. The mentor failure analysis lab received two devices for evaluation with same volume engraved on the patch. Since it is unknown which device is the reported impacted product (left breast prosthesis), and both devices were found damaged (no instrument damage) per analysis findings, both devices will be conservatively reported for deflation. This report is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).